Manufacturer narrative:
The device was returned to olympus for evaluation, and the reported failure was confirmed. In addition, the a-rubber bending section was missing glue at the distal end side, and the objective lens had moisture inside the lens. A root cause could not be identified. The complaint was confirmed; the device was very blurry. The most probable cause of the complaint is component failure, due to fluid inside the lens that caused the blurry image a degradation problem was identified problems that occur when the device becomes worn, weakened, corroded, or broken down due to processes such as aging, permeation, and corrosion. The events can be detected/prevented by following the instructions for use (IFU) which state: the risk was listed in IFU through many warning and caution sections regarding the use and inspection of the device in chapter 3 and chapter 5 titled "preparation and inspection, troubleshooting." Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from the customer.

Event description:
It was observed that during the device evaluation, the laparo-thoraco videoscope had missing a-rubber glue at distal end side of a-rubber. There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection. Based on the results of the investigation, a root cause could not be identified. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.